Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 28, 2019 that a genesys hta capital was used in hta ablation procedure in the uterus performed on (B)(6) 2019. According the complainant, during the procedure, the screen of the console went black and the cassette was blinking blue. Upon the arrival of the physician in the operating room the console showed error 25. The procedure was cancelled. There was no serious injury nor adverse patient effects as a result of this event.